Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 80 samples were taken from the current production; the samples were visually inspected, and issue reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. In addition to the et tube, the customer also returned one y connector and four double swivel connectors (two tracheal and two bronchial connectors). The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that both the white (tracheal) balloon cuff and blue (bronchial) balloon cuff had holes in them which would prevent the cuffs from properly inflating. Additionally, one of the bronchial swivel connectors was broken on the 15mm side. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction , is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states , "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in both the tracheal (white) and bronchial (blue) balloon cuffs which would prevent them from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".